Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corrode keypad traces. The following physical damage was also noted: cracked casing at a display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that her husband's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer's wife did not recall any significant events leading to the button error issues; she mentioned that her husband was working at honda when the alarm occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.